Manufacturer narrative:
At this time, complete information is not available in spite of efforts to obtain further information from the clinician. Guided bone regeneration (gbr) procedures are highly technique sensitive, and infection is a known complication. There are published protocols outlining steps to take in the case of infection (1). The unit has not been returned to date, so the device has not been inspected. The lot history was reviewed and the product was verified to have been manufactured correctly and sterilized via a validated sterilization cycle, and no discrepancies were found. Ptfe is a bioinert material. There are many clinical factors that could lead to this event, and based on the review of the lot history and complaint trending, we do not believe this was device related at this time. We are submitting this report to be conservative and in an abundance of caution. This device was sold and used in france. 1. Vroom m, grundemann l, gallo p. Clinical classification of healing complications and management in guided bone regeneration procedures with a nonresorbable d-ptfe membrane. International journal of periodontics & restorative dentistry 2022;42:419-427.

Event description:
Doctor reported infection at the graft site and removal of the membrane and bio-bone.